Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was high threshold measurements and increased, but in range impedance measurements on the device and right ventricular (rv) lead. Additionally, there were three episodes of noise that were recorded as ventricular fibrillation, however, therapy was diverted and there was no inappropriate therapy. An elective procedure was performed to implant a new pace/sense rv lead. During the procedure, it was noted the distal screw had not been properly tightened. A new pace/sense lead was successfully implanted. No adverse patient effects were reported.